Event description:
It was reported that the insulin pump was cracked and alarmed for a motor error during the basal delivery. The insulin pump was not dropped or bumped and the drive support cap did not appear damaged. No blood glucose reading was provided. The customer was sent a replacement.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. A blank display was noted due to a corroded battery tube. No motor error alarm could be verified due to the blank display. Moisture damage was also noted on the motor assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.